Event description:
The customer, at (B)(6) hospital, did lab testing with 2 out of 3 rotaflow units to assess accuracy of rotaflow flow values. On (B)(6) 2012, the customer contacted the maquet sales and service representative to discuss "inaccuracies" versus the transonic flow probe. Per the customer, they have a transonic probe out for calibration and they plan to test all of this again with a newly calibrated flow probe. (B)(4).

Manufacturer narrative:
(B)(4).